Event description:
It was reported that removal difficulty occurred. A 3.5-5.5 190cm filterwire ez was selected for use. During the procedure, following deployment of the device, the delivery catheter was observed to be longer than typically expected. After the delivery catheter was removed from the patient, it was confirmed that the wire could not be grasped. Under normal circumstances, the wire can be grasped, and the delivery catheter can be removed. However, this was not possible in this case. The procedure was completed with a different device. There were no patient complications as a result of this event.